Event description:
It was reported that multiple temperature alarms occurred while the pump was not exposed to extreme temperatures. Reportedly, the alarms continued to occur. Customer's blood glucose level ranged from 150-170 mg/dl. The customer reverted to manual injections for insulin therapy.